Event description:
It was reported that during a coronary angioplasty treatment procedure deflation difficulties were encountered. The lesion being treated was a tortuous, sub occluded, right coronary artery (rca) ostium lesion. The lesion was predilated with a 3.0 x 12 mm cutting balloon at 8 atms and then stented with a tsunami gold 3.5 x 15 mm stent at 16 atms. The physician then post dilated the stent with the maverick 2 monorail 4.0 x 9 mm balloon at 12 atms. The balloon inflated easily, but would not deflate. The physician attempted to deflate the ballon by advancing the delivery system and then puncture the balloon with a guide wire. Also tried to deflate the balloon by cutting the shaft of the catheter, without success. The balloon was inflated for a total of 12 seconds. The balloon was removed from the pt in an inflated state. There were no reported pt injury or complications.